Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level 405 mg/dl. Customer reported insulin flow blocked alarm and bolus not delivered. Customer reported bent cannula. The time and date was incorrect. Customer declined the troubleshoot since the troubleshooting was done completed for insulin flow blocked alarm. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.